Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was initially reported that the valve was explanted on (B)(6) 2012. However, through follow-up with the health-care provider, it was learned that the valve was removed approximately 1 year after implant, on (B)(6) 2002, due to endocarditis. Per the op report, the patient presented with prosthetic valve endocarditis and thromboembolic complications secondary to vegetations on the valve. The patient had a significant amount of vegetative debris on the aortic valve cusp. The annulus itself appeared reasonably free of disease, but there was clearly granular tissue over on the cusp portion of the valve. The explanted device was replaced with a #24 homograft.

Manufacturer narrative:
(B)(4). Device not returned. Additional manufacturer narrative: unfortunately, the valve was not returned for analysis; therefore, the source of the reported endocarditis could not be investigated. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Furthermore, the patient's medical records indicate that the endocarditis was suspected to be secondary to diverticulitis.